Event description:
It was reported that the patient had an infection from her pump and ¿went septic.¿ the pump was removed. The patient was on IV (intravenous) antibiotics for 4 months. The patient was re-implanted a year later. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-oct-2017 from the patient who reported that she was septic from the medication from a refill. No further patient complications have been reported as a result of this event.